Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3) the probe was returned to the manufacturer for evaluation. Analysis found that one post was missing from the unit. However, the unit was able to verify and track. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the planar passive sharp probe and the cns planar blunt probe needed to be replaced. No patient was present. Additional information was received. It was reported that the instruments were damaged.